Event description:
According to the reporter, the patient was found unresponsive with a sensor placed on the bed sheet instead of the patient. The monitor still showed a heart rate of 128 and an o2 saturation of 98%. Resuscitation was performed, but the patient passed away. While reviewing the logs, it appeared that the malfunction did not originate from the sensor or cable, and in the alarm logs, the alarms were alarming.

Manufacturer narrative:
Additional information: b2, b5, g3, h1. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: maxa, maxa adt oxy sensor model max a x24 (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was found unresponsive with a sensor placed on the bed sheet instead of the patient. The monitor still showed a heart rate of 128 and an o2 saturation of 98%. The patient passed away, but it is unknown if the device failure contributed to the death.